Manufacturer narrative:
Device evaluation: physical condition of the device: received device in poor condition with missing/bent knobs and battery holder screw/cap. Attempted to perform preliminary tests. Was unable to power on the device. Opened device for further investigations. Device had a damaged battery holder and interface pcb, knob adapter is bent on the oscillator block, variable relief knob adapter and on/off switch knob adapter was spinning loosely. The wear and tear on the device was extensive and the cost of repairing it was prohibitive. There are also concerns of safety and efficacy due to the age of the device. No parts will be replaced and will be returned to customer. Problem source is related to user interface.

Event description:
It was reported that there was intermitting pressure flow on the parapac ventilator. This issue occured while in use with the patient. The ventilation was continued using bag valve mask ventilation. Although the patient was described as being safe, the issue was also reported to be ongoing. No further complications were reported in relation to this event.